Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been re-insertion of the device or failure to maintain tension on the suture resulting in collagen deposition into the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the collagen of the angio-seal device used slipped into the artery. The angio-seal device was used in an acute lung injury (ali) case with occlusion in the peripheral portion from the renal artery. Revascularization was performed via a bilateral femoral artery approach. Hemostasis for the left femoral artery was achieved with a perlose (abbott) and the angio-seal involved was used for the right femoral artery. However, during the hemostasis procedure, the collagen slipped into the artery causing hemostasis failure. An endovascular thrombectomy (evt) was performed to fix the collagen with a stent, and manual compression was applied to achieve hemostasis of the puncture site. Subsequently, hemostasis was successfully achieved with manual compression only. The estimated blood loss was less than 250cc's. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. No equipment or other devices were used with the involved product. The event results did not result in patient injury; however, medical/surgical intervention was needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 05 feb 2024: the patient was in stable condition and no further medical intervention was necessary.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy a2: age or date of birth: not available due to hospital policy a3a: sex: not available due to hospital policy a3b: gender: n/a a4: weight: not available due to hospital policy a5: ethnicity: not available due to hospital policy a6: race: not available due to hospital policy d6b: explanted date: device was not explanted the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.